Manufacturer narrative:
This report is being submitted as part of a sys level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon final review of med records by post market clinical physician and completion of the plant's investigation. This report is related to five other product reports submitted on the same event.

Event description:
It was reported by the clinic nurse that the pt was found unresponsive during hemodialysis, and was transported to the hosp and admitted to ICU, pt required intubation and continued hemodialysis while in the hosp. During the hosp admission, they had surgery to remove a necrotic gallbladder, after some recovery, the pt was transferred to a long term acute care hosp.